Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was unable to cross the lesion. The target lesion was located in the anterior descendent coronary artery. This 12x3.00 omega stent was selected but the stent did not cross the lesion. Another 3.0 x 12 omega stent was implanted, without complications. A 4.0 x 20 omega stent, a 3.5 x 12 omega stent and a 4.5 x 20 omega stent were also implanted. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved u.s. Device. However, returned device analysis revealed multiple hypotube kinks and the first proximal row of stent struts were bent and flared.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that there was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were multiple hypotube kinks. The first proximal row of stent struts were bent and flared. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).